Manufacturer narrative:
This device system was returned from an unknown source with no information. No further information has been obtained thus far that w ould/could disassociate the device system and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID d314trm implanted: (B)(6) 2012; product ID 6947m62 implanted: (B)(6) 2012; product ID 5076 implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ICD system. A cause of death was not reported.

Manufacturer narrative:
Product event summary # (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.